Event description:
The fse reported that the system had intermittent interlock errors. This causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power motor relay pcb connections were evaluated and reseated. A complete generator calibration was performed. The system was tested and found to be working as intended and put back into service.